Manufacturer narrative:
Article citation: dutton, alice et al. "Incidence of xen-related endophthalmitis" wiley - clinical & experimental ophthalmology, page 122. Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A summary of the article "incidence of xen-related endophthalmitis" noted that three patients with an implanted xen 45 gel stent experienced late-onset endophthalmitis.